Event description:
Abbott 1mtec30 cartridge for insertion of intra-ocular lens malfunctioned and tore the haptic off the lens during insertion. This required a lens exchange. No harm to the patient other than additional operating room time. Surgeons state that these cartridges have been problematic for the past couple weeks and have caused scoring on the lens or incomplete deployment of the lens.